Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels in the 200-300's (mg/dl). The customer was uncertain of the suspected cause. The customer delivered a bolus via the pump. A recommendation was made to discuss factors affecting bg level with the healthcare provider.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. (B)(4).